Manufacturer narrative:
(B)(4). Returned meter and test strip evaluation resulted in no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Customer complaint of "high" blood result. Recalled the last 5 blood results from meter memory: (date is incorrect) (B)(6) 2014 - 6:38 am - 441 mg/dl; (B)(6) 2014 - 8:46 pm - hi; (B)(6) 2014 - 8:44 pm - hi; (B)(6) 2014 - 8:44 pm - hi; (B)(6) 2014 - 8:43 pm - hi. Performed a back to back blood test using capillary blood sample and the results were 85 mg/dl and 78 mg/dl. Expected result is 120 mg/dl and 160 mg/dl fasting.